Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported failure during sine cycle. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the customer experienced a 25521 error while system was in idle. The intuitive surgical, inc. (Isi) clinical sales representative (csr) attempted several power cycles prior to calling isi technical support for assistance. The isi technical support engineer (tfe) instructed the csr to move the left master tool manipulator (mtm) but the issue persisted. At that time, the surgeon made the decision to convert to a traditional open surgery. There was no report of patient harm, adverse outcome, or injury. Isi made multiple follow up attempts and obtained the following additional information: the csr stated that the surgeon was placing the ports when the error occurred the second time. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).